Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument for failure analysis. Failure analysis confirmed the customer reported failure. The instrument was found to have a missing conductor wire cap. The cap measured approximately .221" x .250" and was not returned with the instrument. The missing conductor cap was due to a broken boss feature on the yaw pulley which is caused by mishandling/misuse. Based on the current information provided, this complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, a piece from the tip of the permanent cautery hook instrument broke in the patient's abdomen and was not retrieved. The location of the missing instrument fragment is unknown at this time. However, based on failure analysis of the instrument, there is no indication that malfunction of the device occurred. The customer reported failure mode can be attributed to misuse/mishandling.

Event description:
It was reported that during the da vinci-assisted surgical procedure, a piece from the tip of the permanent cautery hook instrument broke in the patient's abdomen. The site was unable to find the broken piece after extensively searching for 15-20 minutes. The piece could not be found via x-ray according to the radiologist. The surgical procedure was completed robotically and no patient harm, adverse outcome, or injury was reported. Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information: the instrument was inspected prior to use and was used for approximately 1.5 hours to cauterize tissue. The instrument did not make contact with other instruments or any hard material and was not removed from the patient before it broke. The surgical staff did see the instrument fragment fall into the patient. No additional surgical procedure was required. The patient was not scheduled to return and has not returned since the occurrence to remove the broken fragment. No intra or post operative complications have been reported and the patient was discharged.